Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: does the surgeon usually wait 15 seconds before firing? Does the surgeon fire or use a continuous shot? What color and code of the product or cartridge was used during the procedure? Was reinforcement material used? How was bleeding treated intraoperatively? Not reported by the doctor how was the leak identified? During surgery were any difficulties observed with the device during the initial procedure to include staple formation? I don't have this information, but they are a jnj user for a lot of time and already used. Was a leak test performed? If so, what was the result? Not reported by the doctor what is the patient's current state? Not reported by the doctor this patient had bleeding, but did not need a transfusion. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in the last 4 bypass surgeries the doctor performed, she reports having had 3 leaks in the gastroenteroanastomosis (two of them were corrected during the surgery and the other one had a fistula and the patient needed to be reoperated). Doctor says that the staple lines are bleeding too much, beyond normal. One of the patients is still hospitalized with enterorrhagia and will need blood transfusion. This complaint refers to the patient who is still hospitalized with bleeding and will need a transfusion.